Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test. The pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime, motion sensor test failure or unexpected restart error tests due to the motor error alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 120 mg/dl. Customer stated that the device had recently been exposed to a high magnetic field during a procedure. Customer also stated that the insulin pump had an additional error alarm and numbers counting up on the display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.